Event description:
Customer reports an lv5 infusor containing 240ml of 5fu in d5w overinfused the contents over 24 hrs instead of an anticipated 48 hrs. No adverse clinical reaction reported. No further details available.